Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025, it was reported that a beta bionics ilet user experienced difficulty securing the connector piece during a supply change. The user replaced the connector, completed the supply change, and resumed insulin delivery. There was no report of end-user harm or adverse event associated with this case.